Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particle material on the shell, and a red encapsulation.device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional later reported left side "leaking and double capsule."

Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation.

Event description:
Patient reported left side textured to smooth exchange and "unexplained inflammation ". The device has been explanted.